Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to slow solenoid response within the assembly (s904). This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during training for the hospital staff. The customer reported there is no patient involvement associated with the event.